Manufacturer narrative:
The reported event of high impedance was confirmed. The lead was returned complete. Microscopic inspection identified a kink in the lead body where all of the internal wires were broken follow by a cam impression mark. This would have caused the reported issue in the field. The fractured wires are consistent with the lead being subjected to overstress while in vivo.

Manufacturer narrative:
The results, method, and conclusion codes along with the investigation results will be provided in final report.

Event description:
Related manufacturer reference number: 3006705815-2020-02411. It was reported one of the patients leads displayed high impedance. Surgical intervention may be pending to address the issue. Note: both of the patients leads are being reported as it is unknown which lead is effected.

Event description:
Additional information received indicated the leads were explanted and replaced which addressed the issue.